Event description:
It was reported that the inflatable penile prosthesis (ipp) tubing from pump to cylinder broke. Pump and cylinders were removed and replaced. No patient complications were reported in relation to this event.

Manufacturer narrative:
Product analysis summary: product analysis confirmed the reported events. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had fold that indicate possible buckling of the cylinders in the proximal cylinder body; no leaks were found. Both cylinders had wear at fold in cylinder body; no leaks were found. The kink resistant tubing (krt) of cylinder 1 was worn to the filament; however, no leaks were present. Both cylinders were functionally tested and performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. There was a leak in one of the pump tubing (cylinder 1) attributed to wear and fatigue at the junction between the pump strain relief and the pump block. The pump tubing (reservoir) was identified to be cut off; no leak was found in the reservoir tubing. Due to these damages being consistent with explant it will be considered a secondary failure. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The contamination was found inside pump. The pump was not functionally tested due to contamination. DHR review / similar complaint review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 175670, found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, as the identified leak at the junction of the pump strain relief and pump block could be attributed to wear and fatigue. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the inflatable penile prosthesis (ipp) tubing from pump to cylinder broke. Pump and cylinders were removed and replaced. No patient complications were reported in relation to this event.